Manufacturer narrative:
Based on the information received from the reporting person on 29jan2024, the reporting person confirmed with the healthcare provider involved with the patient that the false heart beats the patient was experiencing was due to their aicd/leads. The reporting person reported he had a conversation with the site regarding the reason for the rv lead and generator exchange. The physician stated the rv lead was exchanged due to question of dysfunction secondary to reported new rv lead noise with several 3-5 second pauses and inappropriate atpx2 received, found during interrogation of the aicd. This concern led to a new rv lead revision. The healthcare team felt while they were revising the lead, they would exchange the generator as well to save the patient from having another procedure within the year. The generator was functioning as intended. The patient has since been transmitting appropriate cmems readings, as documented in merlin.net, to date. The reporting person is in close contact with the healthcare provider and there have not been any further issues since the rv lead revision. The site does not feel there was any interference from the cardiomems that may have caused the need for a generator change or rv lead revision. The cardiomems patient electronics unit was received for evaluation. Evaluation of the device revealed a cracked speaker cover which was determined to not cause any performance malfunctions and the unit did not pass the signal acquisition test, which was considered unrelated to the reported event based on the information received from the healthcare provider. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The device is included in the 3004936110-01/24/23-002c emissions advisory notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient received the abbott emissions advisory notice and stated that they believe their cardiomems device was interfering with their pacemaker device. The patient stated that their pacemaker was sending "false heartbeats" starting (B)(6) 2023 and that the pacemaker was replaced on (B)(6) 2023. The patient was implanted with cardiomems (B)(6)2023 and has had their pacemaker device since 2018. The patient has requested replacement of their cardiomems patient electronics unit.